Manufacturer narrative:
Reported complaint of battery was below power criteria was not confirmed because the battery was not returned for investigation. Customer was contacted 3 times via telephone and was requested to return the product. First attempt was made on (B)(4) 2012, second attempt was made on (B)(4) 2012 and a final attempt was made on (B)(4) 2012. The customer was unresponsive to all three attempts. A supplemental report will be submitted if the battery is returned. No adverse event reported.

Event description:
It was reported that "batteries have been found to be below power criteria despite following proper battery mgmt". No adverse event reported.